Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain when she takes off the device. There is bone growth. The patient was having pain in her arm while using the bone stimulator. The patient states that the pain started immediately. In last couple of weeks, she felt pain in her elbow. The pain is below the skin. The patient has not increased her daily activities. The patient rated the pain as a 8 on a scale of 1 to 10, with 10 being the highest. The patient is taking norco for pain that was given to her after her surgery. The patient contacted her doctor but has not received a response. It was reported that no further information is available. No product was returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical product: fracture brace. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain when she takes off the device. There is bone growth. The patient was having pain in her arm while using the bone stimulator. The patient states that the pain started immediately. In last couple of weeks, she felt pain in her elbow. The pain is below the skin. The patient has not increased her daily activities. The patient rated the pain as a 8 on a scale of 1 to 10, with 10 being the highest. The patient is taking norco for pain that was given to her after her surgery. The patient contacted her doctor but has not received a response. It was reported that no further information is available.